Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 300 cc mentor smooth round moderate profile on both sides and was presented with generalized illness including breast illness, breast tenderness, soreness, chronic migraines, brain fog, dizziness, chronic neck & shoulder pain, intolerance to hot and cold, chronic fatigue, metalic body odor, restless legs, loss of appetite, metalic taste in mouth, ringing in ears, blur vision, sinus issues, insomnia, dry eyes, hair loss, and brown spots on skin postoperatively. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This report is for the patient¿s left-sided device.